Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a problem encountered when putting together the helical blade inserter. The issue was identified in the sterile processing department that the nut on the end that can be screwed and unscrewed in the helical blade inserter was broken. There was no patient and procedure involvement. This report is for a helical blade inserter. This is report 1 of 1 for (B)(4).

Event description:
The problem with the helical blade inserter was encountered on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 357.372, lot 6281305: release to warehouse date: december 14, 2009. Manufactured by (B)(4). The raw material was confirmed to be correct per the specification with no non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned alignment indicator revealed the dowel pin component was broken. The break was at the level flush with the surface of the interior diameter of the alignment indicator body. The received condition agrees with the complaint condition, the complaint was confirmed during investigation. There were notable hammer marks on the posts of the alignment indicator body component. The three guide pin subcomponents on the returned guide shaft component were worn and not spherical. The hand grip had notable severe hammer marks around the entirety of the component. Three hammer marks were severe enough to deform and intrude into the interior surface of the hand grip. Measurement of the broken dowel pin component could not be performed due to post-manufacturing damage. The narrowest interior diameter of the hand grip measured within specification. Assembly of the instrument was not possible as the hand grip¿s deformation prevented it from assembling over the guide shaft. A jammed condition was observed. Review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. The relevant drawings were reviewed. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. The complaint condition was confirmed during investigation. Visual inspection revealed damage relevant to the complaint condition. The returned condition of severe hammer marks on the alignment indicator¿s post and hand grip indicate the instrument experienced abnormal, off-axis forces during its eight plus (8+) years of use, which likely caused or contributed to the received broken condition, as well as cause the jammed condition experienced during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.